Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump was not administering insulin and a no delivery alarm did not occur. The customer did not provide their blood glucose value. The customer reported going to the emergency room after their blood glucose was rising after multiple attempts to treat with insulin. The customer was diagnosed with diabetic ketoacidosis after being admitted. The customer was treated with an IV of insulin and 30 minute interval blood glucose checks. The insulin pump will not be returned for analysis.